Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: the pump was returned with all of the keypad buttons responding properly. The issue of unresponsive buttons could not be duplicated. However, the keypad was peeling off. The keypad was removed and no contamination or physical damage was observed. The pump was opened and no defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.